Event description:
Right knee pain [arthralgia], swelling of r knee [joint swelling], effusions right knee [joint effusion]. Case description: spontaneous report was received on (B)(6) 2011 from a physician regarding a (B)(6) female pt, initials unk. The pt's medical history was significant for previous use with synvisc and joint pain. On an unk date in (B)(6) 2011, one and a half weeks from (B)(6) 2011, the pt initiated synvisc-one, 6 ml. On (B)(6) 2011, the pt was admitted to the hosp with pain, swelling, and effusions of the right knee. She had fluid removed multiple times. She was started on vancomycin and the dose was double on (B)(6) 2011. She was started on cefepime on (B)(6) 2011. She had been afebrile and cultures have been negative for growth. The action taken with synvisc-one was not provided. The pt's outcome was not provided. Concomitant medications were not provided. The reporting physician assessed the relationship between synvisc-one and the events as definitely related. Add'l info was received on (B)(6) 2011 from the physician regarding the pt. Synvisc-one was not administered by her or anyone at the hosp. On (B)(6) 2011, she had knee effusion and 50 cc's were withdrawn. As of the date of this report, she was being discharged. The pt's outcome for all the events were ongoing. The qa (quality assurance) investigation results were received on (B)(6) 2011. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by the report.